Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test,rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed power error, power loss and low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector board. After disconnecting and reconnecting the internal battery connector on connector board, pump was monitored and functioned properly. The insulin pump was received with fading serial number label. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump had a power error detected alarm. The customer¿s blood glucose level was 8.3 mmol/l. Troubleshooting was performed. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.